Event description:
The reporter rec'd an er1 message several months ago. Her daughter retested her and rec'd a result of 500 mg/dl. They did not compare the color of the confirmation dot to the vial. They did check to see that the dot was full. The daughter believed the high results on her mother's glucose tests were due to the er1 issue. The lifescan rep explained that they should retest when getting an er1 message, run a control solution test and notify a health care professional if the result is high. There is no allegation of harm, no change in treatment and no contact with a md or other health care professional due to the er1 message.